Manufacturer narrative:
RMA (B)(4) has been issued for the return of the device. Model 9805 user manual pn (B)(4) provides the following warnings for the device. It is unknown if the consumer read and understood the warnings. They are: page 10 warning: section 1 - general guidelines contains important information for the safe operation and use of this product. Do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. It is unknown how the lift was being used at the time of the incident. The invacare patient lift is not a transport device. It is intended to transfer an individual from one resting surface to another (such as a bed to a wheelchair). Moving a person suspended in a sling over any distance is not recommended. Do not attempt any transfer without approval of the patient's physician, nurse or medical assistant. Thoroughly read the instructions in this owner's manual, observe a trained team of experts perform the lifting procedures and then perform the entire lift procedure several times with proper supervision and a capable individual acting as a patient. The patient has als. "Use common sense while operating lifts. Special care must be taken with people with disabilities who cannot cooperate while being lifted. Invacare slings and patient lift accessories are specifically designed to be used in conjunction with invacare patient lifts. Slings and accessories designed by other manufacturers are not to be utilized as a component of invacare's patient lift system." It is unknown if the bolts on the lift had been over tightened. Do not overtighten mounting hardware. This will damage mounting brackets. It is unknown how many assistants were lifting the consumer. Also, the weight of the patient is unknown. Although invacare recommends that two assistants be used for all lifting preparation, transferring from and transferring to procedures, our equipment will permit proper operation by one assistant. The use of one assistant is based on the evaluation of the healthcare professional for each individual case. Do not exceed maximum weight limitation of the patient lift. The weight limitation for the 9805 and the 9805p lifts is 450 lbs. The type of sling is unknown. Use an invacare approved sling that is recommended by the individual's doctor, nurse or medical assistant for the comfort and safety of the individual being lifted. The husband complained of the casters being on the carpet but there were no further details on the position and location of the lift at the time of the incident. When using an adjustable base lift, the legs must be in the maximum opened/locked position before lifting the patient. When the sling is elevated a few inches off the surface of the bed and before moving the patient, check again to make sure that the sling is properly connected to the hooks of the swivel bar. If any attachments are not properly in place, lower the patient back onto the stationary surface and correct this problem - otherwise, injury or damage may occur. Adjustments for safety and comfort should be made before moving the patient. Patient's arms should be inside of the straps. Invacare slings are made specifically for use with invacare patient lifts. For the safety of the patient, do not intermix slings and patient lifts of different manufacturers. Before transferring a patient from a stationary object (wheelchair, commode or bed), slightly raise the patient off the stationary object and check that all sling attachments are secure. If any attachment is not correct, lower the patient and correct the problem, then raise the patient and check again. During transfer, with patient suspended in a sling attached to the lift, do not roll caster base over objects such as carpet, raised carpet bindings, door frames, or any uneven surfaces or obstacles that would create an imbalance of the patient lift and could cause the patient lift to tip over. Use steering handle on the mast at all times to push or pull the patient lift. The maintenance history of the device is unknown. The pump is sealed at the factory. Do not attempt to open the pump or obtain local service as this will void the warranty and might result in damage. Consult your dealer or write invacare for further information. After the first year of use, the hooks of the swivel bar and the mounting brackets of the boom should be inspected every three months to determine the extent of wear. If these parts become worn, replace them immediately. Casters and axle bolts require inspections every six months to check for tightness and wear. After the first twelve months of operation, inspect the swivel bar and the eye of the boom (to which it attaches) for wear. If the metal is worn, the parts must be replaced. Make this inspection every six months thereafter. Regular maintenance of patient lifts and accessories is necessary to assure proper operation.

Event description:
The bolt allegedly broke and caused the consumer to be dropped and hit her legs on a chair. No serious injury is alleged.